Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer delivered a meal bolus prior to eating and did not eat the carbohydrates that were entered for the bolus. Pump displayed blood glucose (bg) value as low (value not provided). Customer consumed carbohydrates to address low bg. There were no pump issues. Recommendation was made for customer to discuss event with their healthcare provider.